Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd¿ catheter tip syringe, the consumers wife could not push the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined the complaint can't be confirmed as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that during use of the bd¿ catheter tip syringe, the consumers wife could not push the plunger. No serious injury or medical intervention was reported.